Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was admitted to the hospital. It was also noted that the patient experienced iipv (increased intraperitoneal volume) of up to 180%.

Manufacturer narrative:
Upon further review, it has been determined that this allegation has previously been reported in MFR report number: 2937457-2018-01170. No further supplementals will be submitted for this issue.